Event description:
It has been reported to philips that fluoroscopy intermittently failed. There was no reported patient or user harm. The device was reportedly in clinical use at the time the issue occurred. A philips field service engineer (fse) replaced the power inverter, and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the fluoroscopy failed intermittently. Review of the log files showed point inverter short circuit error. Upon troubleshooting fse confirmed the x-ray error. The defective part was sent for analysis. The failure analysis could not confirm the reported problems, the power inverter has been tested ntf (no trouble found) after two continuous operation tests, adaptation in test generator was also possible. However, to resolve the issue fse replaced the point part and checked x-ray was ok. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.